Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted earlier this year and dropped its longevity from nine years to six years after a few months. To date, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted earlier this year and dropped its longevity from nine years to six years after a few months. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.